Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.93mm)] (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -11.0 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found a tear in the lens haptic. (B)(4)